Manufacturer narrative:
The initial MDR 2517506-2016-00522 was filed on december 15, 2016. Additional information (12/05/2016): the cse revisited the customer site and replaced the reagent preparation probe, aliquot probe, mixers for reagent probes 2, 3, and 4, the aliquot drain, and the reagent probe 2 vertical belt. Additional information (01/11/2017): a siemens headquarters support center specialist reviewed the instrument and service data and determined that the issue was resolved by replacing and aligning the reagent preparation probe.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated they were having issues with bun quality controls (qc). The customer recalibrated the method and reran patient samples, which resulted lower upon repeat. Ccc setup the instrument to run qc every four hours, at the customer's request. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran all service methods and checked all drain vacuums and air flows. Reagent probe 5 over mix testing failed. The cse replaced and aligned the probe, and readjusted the cuvette bottom. The cse reran the over mix testing, which passed. The cse calibrated the method and ran qc, which was acceptable. The cause of the discordant, falsely elevated bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated blood urea nitrogen (bun) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to a physician(s), who called the customer and questioned a patient sample result. The customer recalibrated the method and repeated the samples on the same instrument, resulting lower. The corrected results were reported out to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bun results.